Event description:
It was reported that the patient presented in clinic for unrelated matters. Upon interrogation, it was found that the pacemaker and the atrial lead exhibited electromagnetic interference oversensing and led to inappropriate mode switch. Also, the right ventricle exhibited electromagnetic interference oversensing. No intervention was performed. There were no patient consequences.